Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer resumed insulin delivery and delivered a bolus via the pump. The customer's blood glucose level was not impacted. The customer changed the infusion set and cartridge. The customer indicated that the pump would continued to be used to manage diabetes.

Manufacturer narrative:
(B)(4).